Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, a cuff miss occurred with three proglides. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Medwatch received states: during groin cannulation, 3 perclose devices failed. Ev suite and cath lab all had the same lot number of perclose devices; 7 were opened all together to get 4 to successfully work. Reference report #mw5115261, #mw5115262, #mw5115263. Subsequent to the initially filed MDR report, device analysis noted: a posterior foot break was found during evaluation of the returned device and was not returned . The location of the detached foot is unknown.

Manufacturer narrative:
The reported needle to cuff miss appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The 2 additional proglide devices referenced in report are being filed under separate medwatch report numbers.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, a cuff miss occurred with three proglides. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Medwatch report received states: during groin cannulation, 3 perclose devices failed. Ev suite and cath lab all had the same lot number of perclose devices; 7 were opened all together to get 4 to successfully work. Reference report #mw5115261, #mw5115262, #mw5115263. No additional information was provided.